Event description:
The device was used during a hernia procedure. The device was found to have a hole in it prior to use. A new device was opened to complete the case. There was no consequence to the pt.